Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material residue point was not deformed. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. The customer did not presoak the endoscope in the detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges- facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The device was returned to olympus for evaluation and the evaluation found that the nozzle had foreign objects due to insufficient cleaning. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover, the plastic distal end cover, the connecting tube, the protector of universal cord on scope connector side, the universal cord, the image guide protector, all had a scratch. The adhesive on bending section cover had a chip, the adhesive on the bending section cover had a crack, and the adhesive on the bending section cover had white-clouded area. The switch 1 had a cut, and the switch was deformed. The adhesive around objective lens was peeled, and the adhesive around light guide lens, the paint on suction cylinder, and the paint on air/water cylinder, all was peeled. The plastic distal end cover had a burn. The forceps channel port was shaved. The grip was shaved, and the control unit had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the nozzle had foreign objects. There were no reports of patient involvement.